Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. Product was provided for evaluation however data has been received for investigation. Investigation. The complaint device was returned on (B)(6) 2018 for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and failed. Share log review was performed and confirmed a loss of connection. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter. No additional patient or event information is available